Manufacturer narrative:
The event observed in the field was confirmed. Externalized conductors due to internal insulation abrasion were found at 7.0-11.7cm and 11.0-13.9cm from the distal tip. The silicone insulation was abraded and the rv and re conductors were visible. The inner coil was also visible. The etfe coating and ptfe liner were intact at the same location.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.